Event description:
New instinct sensors from medtronic seem to be having difficulty. My device was showing a blood sugar of 78, I felt very sick, took an actual blood sugar and it was 545. Now I have a new sensor in my arm because the pump would not allow a calibration based on such a large deviation. Now my pump says the new sensor is going to take 10 hours to update. My new sensor said blood sugar was 50, when I took another actual blood sugar with a monitor - it was actually 350. Again way off from what it said previously. That's 2 sensors giving me insane readings and they were both calibrated. This is going to be a hospital event soon if this can't get accurate readings. Patient: 1905. Device: 2460. Reference reports mw5185679.